Event description:
It was reported that during the implant procedure, the device connector would not accept the chronic competitor leads. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.